Manufacturer narrative:
No patient information was provided in regards to age, sex, weight, ethnicity, and race. Date of event is approximated based on the information provided. No information was provided in regards to the serial number, therefore device manufacturing date could not be determined. No injuries or medical intervention was reported. A follow up was done and it was identified that the patient is now doing fine. The product has been identified as an affected product in an ongoing class ii recall; therefore no further evaluation is necessary.

Event description:
An alleged complaint was reported that a patient screamed she could feel the heat during a procedure. However there were no injuries and no medical intervention. Patient came in for a follow up and is now doing fine.